Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During evaluation, the reported problem of failed downstream occlusion test was not reproduced and the device passed downstream occlusion tesing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available. No additional information is available.